Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution, product return status, and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful. Technical services (ts) reviewed troubleshooting options. The health care professional (hcp) confirmed the correct programmer wand was in use and optimal wand placement reviewed. Additional information received reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful. Technical services (ts) reviewed troubleshooting options. The health care professional (hcp) confirmed the correct programmer wand was in use and optimal wand placement reviewed. Additional information received reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that programmer interrogation of this pacemaker system was unsuccessful. Technical services (ts) reviewed troubleshooting options. The health care professional (hcp) confirmed the correct programmer wand was in use and optimal wand placement reviewed. Additional information received reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. Product return was requested. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.